Manufacturer narrative:
Philips has investigated this complaint. It was reported that the computer stopped at the startup interface. Upon troubleshooting, philips field service engineer (fse) inspected the system onsite and confirmed that the cause was geo pc power supply. Fse replaced the geo pc power supply. After replacing the geo pc power supply, the system was returned to use in good working order.

Event description:
It has been reported to philips that equipment was stopped at startup interface. No harm has been reported to philips. Philips has started an investigation of this complaint.